Event description:
During a gastric bypass procedure, a plcr60b attached to an i60s was used to transect the stomach. After firing, the reload stuck on the proximal end of the staple line. When the plcr60b was removed, staples were still in the reload and a hole was in the gastric pouch. The staple line was reinforced with sutures.

Manufacturer narrative:
The returned plcr60b reload had some damage consistent with it having been improperly loaded into the concomitant device (i60s). A new reload cover has been implemented. The new cover will provide to the user positive feedback that the reload has been properly installed.